Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The event occurred within three or more hours of insertion. The insertion site was the abdomen. The infusion set had been in use for one day. The patient's blood glucose level was 290 mg/dl, and they were treated with a correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.